Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found the battery cover missing. The unit powered on and off using battery power. Upon powering on, the unit issued a watchdog error and several display segments did not illuminate. Internal inspection found contaminant on several system board components, which resulted in loss of led segment illumination. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 421302.

Event description:
The customer reported the display had faded or missing segment. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the display had faded or missing segment. No patient impact or consequences were reported.